Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n121609, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient who was receiving dilaudid (0.3 mg/ml) at 0.03433 mg/day and marcaine (36 mg/ml) at 4.120 mg/day via an implantable pump (lot number and dates of therapy not reported). Indications for use included non-malignant pain. Medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2015, "they" removed 50-70 ml of old blood. The patient went back for the second refill, and they found more old brown fluid. A fluoroscopy was done and the healthcare provider (hcp) found "a foreign object." According to the patient, the physician stated that it looked like there was a connector at the bottom of the pump; they were doing surgery to find out. The patient had been on antibiotics for 1 week. Redirection of the patient to their hcp was recommended. The patient was to see their hcp on (B)(6) 2015 (reported as "next thursday") and intended to follow-up. Additional information regarding clarification of the old blood/brown fluid and foreign object (device or therapy concern), location of the old blood/brown fluid, if the foreign object was found, circumstances that led to the old blood/brown fluid, steps taken to resolve, and outcome of the event has been requested. If additional information is received, a follow-up report will be sent.